Event description:
Philips received a complaint from the customer on the v60 indicating that the touchscreen was not working properly. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the touchscreen was not responding and requested onsite service to have the device repaired. The rse confirmed with the customer that touchscreen calibration was attempted; however, the issue remained. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse confirmed the reported issue, replaced the touchscreen, successfully performed performance verification testing (pvt), and returned the device to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection noted no anomalies. The touchscreen was tested, and the failure was not confirmed. Standard test bed (stb) powered on in ventilator mode, and the ventilator provided breaths. No alarms or errors were present, and no relevant diagnostic codes were logged. No fault was found as the touchscreen responded to input.